Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were concerns for drop in battery longevity. Data analysis was requested. The device currently remains in service. No adverse patient effects were reported.